Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7115867/7079494.

Event description:
It was reported that the patient implantable pulse generator (ipg) was not providing relief. The patient underwent a system explant procedure. No further information has been obtained despite good faith efforts.